Event description:
It was reported that; after revision surgery, patient states that he continues to experience pain and swelling on left knee. Patient has had bone scans and is currently following up with surgeon as he states his knee feels loose.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left stryker knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device remains implanted.